Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (# FDA-2014-n-0736-0792, awareness date 28-aug-2015 ). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. Consumer reported that immediately after insertion she experienced constant stabbing pain and bleeding. She also had horrible headaches and stomach bloat. On (B)(6) 2015 she had essure removed and had immediate relief, she could do things again without worrying if she would start bleeding. She ended up having a perforated tube, endometriosis and ovarian cyst. Ptc investigation result was received on 20-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had a perforated tube (interpreted as fallopian tube perforation) and bleeding (interpreted as genital bleeding). She had essure removed 9 months after insertion. These events were considered serious due to medical significance and are listed in the reference safety information for essure. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure, including essure insertion. In the present case the exact date and mechanism of this perforation were not reported. However, given the nature of the event perforated tube, causality with essure cannot be excluded. Also, after essure insertion abnormal genital bleeding and menses pattern changes may occur. Given the positive temporal relationship and nature of the event bleeding, and considering that this event resolved after essure removal, causality with the suspect insert cannot be excluded. Non-serious events were also reported. Since essure removal was reported, this case was regarded as incident (required intervention implied). Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.